Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, at the start of procedure while inserting the 5mm trocar into the abdomen under direct visualization, the obturator broke. The surgeon continued with the procedure, as the issue was only noticed at the end, during scope retrieval. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted that the devices spiked trocar were received. The obturators were not received. The circular seal was cut with a piece disengaged. The duckbill seal, cannula and the flanges of the anchors were intact. Functionally, the devices failed an air leak test. It was reported that at the start of procedure while inserting the 5mm trocar into the abdomen under direct visualization, the obturator broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the cut in the circular seal may occur if the device is excessive force is applied during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the returned product noted that the devices spiked trocar were received. The obturators were not received. The circular seal was cut with a piece disengaged. The duckbill seal, cannula and the flanges of the anchors were intact. Functional testing found that the devices failed an air leak test. It was reported that the obturator broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is excessive force is applied during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prepare the abdominal cavity for insertion of the 5.5 mm locking trocar by elevating the abdominal wall with gas insufflation or manual traction. To prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.